Event description:
Reference number (B)(4). Event occurred in germany. On an unknown date, the patient reported that he was pausing the treatment due to inflammations at the infusion sites. The patient also reported that he was taking oral antibiotic because of the inflammation. No further information available.